Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported, that she had three olympus single-use repositionable clips deployed. But they did not stay attached to the bleeding spot in the patient. According to the initial reporter, this event took place during a diagnostic colonoscopy with a polypectomy procedure. Reportedly, the procedure was delayed for approximately 15 minutes, due to attempting the second two clips. The initial reporter confirmed, that the procedure was completed, following the attempt of the third clip as the bleeding was stopped. This is report 3 of 3. For details related to the remaining 2 clips. Please see reports with patient identifiers (B)(6).